Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-dec-2025, a sales representative reported via phone that an ar-6485 synergy cw4, arthroscopy pump delivered an excessive amount of fluid into the shoulder during a, rotator cuff repair procedure. The pump was set to 50, and at the start of the case, significant fluid accumulation resulted in extravasation. The surgical team removed the extravasation to the best of their ability, and the procedure continued using a different pump. It is unknown whether the patient was kept overnight.

Manufacturer narrative:
D9, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper tubing setup, the roller housing door not closed, and obstruction of the tubing during the procedure. The complaint allegation was not confirmed. No evidence of that failure was received.